Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device memory data and on the existing production documents. The device memory data were checked. The check showed that the pacemaker had detected inconsistent memory content and therefore automatically activated the safe program (rom/back-up mode). In general, the device is able to correct individual memory segments on its own. If several memory segments are affected simultaneously, an automatic correction is no longer possible, and the device reacts according to specifications with switching to the safe program to ensure patient safety. During the interrogation of the pacemaker, a corresponding warning message is shown to the user. The analysis of the memory excerpt after performed re-initialization showed that the inconsistent memory section had been corrected successfully. There was no indication of a device malfunction. The reported display of an increased current uptake resulted from a temporarily increased power consumption of the pacemaker due to the safe program. In the safe program, the pacing parameters are adjusted to cover the largest patient population possible in order to ensure patient safety, which consequently can lead to higher power consumption. A corresponding message is displayed to the user on the programmer. This is an expected device behavior. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a device malfunction. The analysis of the returned data identified inconsistent memory content, which led to the clinical observation. The performed re-initialization of the pacemaker corrected the inconsistent memory segment successfully. The cause for the memory defect could not be determined based on the available data. It can therefore not be ruled out that the observed behavior might have been triggered by external influences, such as strong electromagnetic radiation.

Event description:
Ous MDR - after an implantation time of about 6 months, it was reported that the pacemaker was in back-up mode. After successful re-initialization, the pacemaker displayed a warning message that the power consumption was increased. The pacemaker currently remains implanted. No deterioration of the patient&#62688;state of health was reported.